Event description:
The pt noticed a squeaking noise in his knee. It was found that the plastic had worn through to the metal. The mg I patella was replaced with a 00-5220-014-00, lot # 14053900. The mg I patella was a white porous implant. The hosp released the device to the pt.